Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin 2 gm, intraperitoneally (ip) weekly for 2 weeks and gentamicin 40 mg, ip once daily for 14 days. The cause of the peritonitis was the minicap was incorrectly attached to the transfer set due to the patients poor eyesight. The minicap fell off and the patient touched the set. After being hospitalized for fourteen days, the patient was discharged and recovered. No further information available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B()4). A review of all batch record documents for potentially associated lot number gd894410 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).